Event description:
It was reported that devices were removed by a health care provider (hcp) on (B)(6) 2005. The hcp could not get the catheter to stop leaking. It needed to be removed due to spinal meningitis from the leak. Additional information has been requested. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: catheter. (B)(4).